Manufacturer narrative:
The 30-degree endoscope plus has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (b)(6. A review of the instrument log for the 30 degree endoscope plus (pn: (B)(4), sn: (B)(4) associated with this event has been performed. Per logs, the 30 degree endoscope plus was last used on 30-june-2022 on system sk0589. No images or video were submitted for review this complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the 30-degree endoscope plus was broken and flipping upside down. The procedure was completed with a backup scope with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.